Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported touch screen malfunction; touch screen is going in and out of calibration. The customer reported there was patient involvement and no patient harm.